Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('dr remove the pieces left behind in my pelvis'), device dislocation ('coils came thru the placenta and popes the bag of water/migration of essure device'), premature delivery ('my baby very premature') and amniorrhexis ('15 week early to be exact, due to coil perforating my bag of water'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), amniorrhexis (seriousness criterion medically significant), abdominal distension ("belly was huge"), pelvic pain ("chronic pelvic pain") and migraine ("migraine"). And was found to have a pregnancy with contraceptive device ("e baby"). The patient was treated with surgery (essure coil removal and essure coil removal/salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, premature delivery, amniorrhexis, pregnancy with contraceptive device, abdominal distension, pelvic pain and migraine outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown, whether the child was healthy. The reporter considered abdominal distension, amniorrhexis, device breakage, device dislocation, migraine, pelvic pain, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: as per pfs, discrepancy noted, date of insertion: (B)(6) 2010. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, amniorrhexis, premature delivery. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, pfs received: reporter information, patient detail's (date of birth), device information (date explanted). Events: "chronic pelvic pain and migraine" and rcc were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr remove the pieces left behind in my pelvis'), device dislocation ('coils came thru the placenta and popes the bag of water/ migration of essure device'), premature delivery ('my baby very premature'), amniorrhexis ('15 week early to be exact due to coil perforating my bag of water'), premature rupture of membranes ('had ruptured membranes at 26 weeks¿ gestation'), haemorrhage in pregnancy ('bleeding during pregnancy'), complication of pregnancy ('complications during pregnancy') and pregnancy with contraceptive device ('e baby/ pregnancy with complications') in an adult female patient who had essure (batch no. 727103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 4 and pelvic adhesions. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required), amniorrhexis (seriousness criteria hospitalization and medically significant), premature rupture of membranes (seriousness criterion hospitalization), haemorrhage in pregnancy (seriousness criterion hospitalization), complication of pregnancy (seriousness criterion hospitalization), abdominal distension ("belly was huge"), pelvic pain ("chronic pelvic pain") and migraine ("migraine") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure coil removal/ salpingectomy/laparoscopic bilateral salpingectomy,, laparoscopic bilateral salpingectomy and primary low transverse cesarean section at 26 weeks¿ gestation). At the time of the report, the device breakage, device dislocation, premature delivery, amniorrhexis, premature rupture of membranes, haemorrhage in pregnancy, complication of pregnancy, pregnancy with contraceptive device, abdominal distension, pelvic pain and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, amniorrhexis, complication of pregnancy, device breakage, device dislocation, haemorrhage in pregnancy, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery and premature rupture of membranes to be related to essure. The reporter commented: as per pfs, discrepancy noted, date of insertion: 01jan2010 discrepancy noted in essure insertion date : (B)(6) 2010. Discrepancy noted in essure removal date : (B)(6) 2014, (B)(6) 2014 the patient had essure procedure performed, but failed to have the post procedure hsg at 3 months and returned with a positive pregnancy test. No mention of left essure device in surgical report. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: specimens received 1; essure, right 2: right tube 3: left tube gross description: 1. Received in formalin labeled "essure, right" is a long narrow metallic coil which measures 3.3 cm in length and 0.2 cm in diameter surrounded by firmly adherent yellow adipose tissue. The adipose tissue is submitted in one cassette. 2. Received in formalin is a pink fallopian tube which measures 8.2 cm in length and 0.6 cm in diameter. Representative sections are submitted in one cassette. 3. Received in formalin is a pink tissue which measures 4.2 cm in length and 0.6 cm in diameter. The specimen is sectioned and submitted entirely in one cassette.. Pregnancy test - on an unknown date: positive pregnancy test. Lot number: 727103 manufacture date: 2010-03 expiration date: 2013-03 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-dec-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr remove the pieces left behind in my pelvis'), device dislocation ('coils came thru the placenta and popes the bag of water/ migration of essure device'), premature delivery ('my baby very premature'), amniorrhexis ('15 week early to be exact due to coil perforating my bag of water'), premature rupture of membranes ('had ruptured membranes at 26 weeks¿ gestation'), haemorrhage in pregnancy ('bleeding during pregnancy'), complication of pregnancy ('complications during pregnancy') and pregnancy with contraceptive device ('e baby/ pregnancy with complications') in an adult female patient who had essure (batch no. 727103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 4 and pelvic adhesions. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required), amniorrhexis (seriousness criteria hospitalization and medically significant), premature rupture of membranes (seriousness criterion hospitalization), haemorrhage in pregnancy (seriousness criterion hospitalization), complication of pregnancy (seriousness criterion hospitalization), abdominal distension ("belly was huge"), pelvic pain ("chronic pelvic pain") and migraine ("migraine") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure coil removal/ salpingectomy/laparoscopic bilateral salpingectomy,, laparoscopic bilateral salpingectomy and primary low transverse cesarean section at 26 weeks¿ gestation). At the time of the report, the device breakage, device dislocation, premature delivery, amniorrhexis, premature rupture of membranes, haemorrhage in pregnancy, complication of pregnancy, pregnancy with contraceptive device, abdominal distension, pelvic pain and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, amniorrhexis, complication of pregnancy, device breakage, device dislocation, haemorrhage in pregnancy, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery and premature rupture of membranes to be related to essure. The reporter commented: as per pfs, discrepancy noted, date of insertion: (B)(6) 2010 discrepancy noted in essure insertion date : (B)(6) 2010. Discrepancy noted in essure removal date : (B)(6) 2014. The patient had essure procedure performed, but failed to have the post procedure hsg at 3 months and returned with a positive pregnancy test. No mention of left essure device in surgical report. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: specimens received 1; essure, right 2: right tube 3: left tube gross description: 1. Received in formalin labeled "essure, right" is a long narrow metallic coil which measures 3.3 cm in length and 0.2 cm in diameter surrounded by firmly adherent yellow adipose tissue. The adipose tissue is submitted in one cassette. 2. Received in formalin is a pink fallopian tube which measures 8.2 cm in length and 0.6 cm in diameter. Representative sections are submitted in one cassette. 3. Received in formalin is a pink tissue which measures 4.2 cm in length and 0.6 cm in diameter. The specimen is sectioned and submitted entirely in one cassette.. Pregnancy test - on an unknown date: positive pregnancy test. Concerning the injuries reported in this case, the following ones were reported via social media- device breakage,amniorrhexis, premature delivery. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: premature rupture of membranes, bleeding and complications during pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-nov-2021: mr received. Lot number was added. Reporters, lab data, medical history added. New events added- premature rupture of membranes, bleeding during pregnancy, complications during pregnancy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr remove the pieces left behind in my pelvis'), device dislocation ('coils came thru the placenta and popes the bag of water'), premature delivery ('my baby very premature') and amniorrhexis ('15 week early to be exact due to coil perforating my bag of water') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), amniorrhexis (seriousness criterion medically significant) and abdominal distension ("belly was huge") and was found to have a pregnancy with contraceptive device ("e baby"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the device breakage, device dislocation, premature delivery, amniorrhexis, pregnancy with contraceptive device and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, amniorrhexis, device breakage, device dislocation, pregnancy with contraceptive device and premature delivery to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- device breakage,amniorrhexis, premature delivery. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: amendment received - new events my baby very premature, 15 week early to be exact due to coil perforating my bag of water were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils came thru the placenta and popes the bag of water') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal distension ("belly was huge") and was found to have a pregnancy with contraceptive device ("e baby"). At the time of the report, the device dislocation, pregnancy with contraceptive device and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, device dislocation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr remove the pieces left behind in my pelvis'), device dislocation ('coils came thru the placenta and popes the bag of water'), premature delivery ('my baby very premature') and amniorrhexis ('15 week early to be exact due to coil perforating my bag of water') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), amniorrhexis (seriousness criterion medically significant) and abdominal distension ("belly was huge") and was found to have a pregnancy with contraceptive device ("e baby"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the device breakage, device dislocation, premature delivery, amniorrhexis, pregnancy with contraceptive device and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, amniorrhexis, device breakage, device dislocation, pregnancy with contraceptive device and premature delivery to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- device breakage,amniorrhexis, premature delivery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr remove the pieces left behind in my pelvis'), device dislocation ('coils came thru the placenta and popes the bag of water'), premature delivery ('my baby very premature') and amniorrhexis ('15 week early to be exact due to coil perforating my bag of water') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), amniorrhexis (seriousness criterion medically significant) and abdominal distension ("belly was huge") and was found to have a pregnancy with contraceptive device ("e baby"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the device breakage, device dislocation, premature delivery, amniorrhexis, pregnancy with contraceptive device and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, amniorrhexis, device breakage, device dislocation, pregnancy with contraceptive device and premature delivery to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- device breakage,amniorrhexis, premature delivery. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: amendment received - new events my baby very premature, 15 week early to be exact due to coil perforating my bag of water were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils came thru the placenta and popes the bag of water') and pregnancy with contraceptive device ('e baby') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal distension ("belly was huge") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, device dislocation and pregnancy with contraceptive device to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.